Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a crack near the battery compartment there was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 06/26/2015: the device was returned to animas and evaluated by product analysis on 06/10/2015 with the following results: battery compartment crack at the case seal traveling up along the side of the bumper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).